Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a heart attack and was seen in the emergency room. The patient had a second heart attack while there. Patient states the device never delivered a shock and is not working properly. The patient left the hospital as he was dissatisfied with the staff. The device was never checked. The device is still in use. No patient complications have been reported as a result of this event.